Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared. Customer was sleeping when the alarm occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no act, down and up button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.